Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve not between alignment markers and deployed was confirmed by review of provided imagery . However, no manufacturing non-conformance was identified during the evaluation. A review of the lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. Based on the provided video of the procedure under fluoroscopy, the crimped thv was observed to not be properly between the valve alignment markers prior to deployment. Despite the valve not being aligned between the markers, the user decided to deploy the valve. Per training manual, ''before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker''. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. The complaint for inflation difficulty a was confirmed through the provided video . As reported, ''the physician was concerned about the way the s3ur 26 opened during valve deployment. The balloon did not ''dogbone'', instead the outflow opened almost fully before the inflow''.'' The provided video shows the valve initially deployed asymmetrically but was eventually able to fully deploy. While a review of the DHR, lot history , complaint history, manufacturing mitigations, IFU and training manuals did not provide any indication that a manufacturing and/or labeling non-conformance would have contributed to the complaint, investigation shows that the reported event may be related to the sheath distal tip torn resulting in device interactions. To further investigate and assess the potential risk associated with the issue, a product risk assessment (pra) has been initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm s3ur valve. As reported, the physician was concerned about the way the s3ur 26 opened during valve deployment. The balloon did not ''dogbone'', instead the outflow opened almost fully before the inflow. There was 4 seconds for deflation. The valve was well seated and the patient did well. The physician was concerned about the inflation. The devices are not available for return. There was nothing abnormal noted during prep. Per engineering review of cine video, it was noted the valve appeared to be aligned more proximally prior to deployment.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. 3mensio imagery provided from the site was evaluated and the following was observed: calcification present in the landing zone bifurcation transition from the right access is tortuous and calcified. Video of procedure under fluoroscopy was evaluated and the following was observed: crimped thv observed to not be properly between the valve alignment markers prior to deployment. During deployment, the balloon is observed to initially inflate from the proximal shoulder and almost reached full inflation before the distal side started to be inflated. Balloon eventually achieved full inflation and valve was implanted successfully in target location. The complaint of valve not between alignment markers and deployed was confirmed by review of provided imagery. However, no manufacturing non-conformance was identified during the evaluation. A review of the lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. Based on the provided video of the procedure under fluoroscopy, the crimped thv was observed to not be properly between the valve alignment markers prior to deployment. Despite the valve not being aligned between the markers, the user decided to deploy the valve. Per training manual, ''before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker''. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation is required. The complaint for inflation difficulty a was confirmed through the provided video. As reported, ''the physician was concerned about the way the s3ur 26 opened during valve deployment. The balloon did not 'dogbone', instead the outflow opened almost fully before the inflow''. The provided video shows the valve initially deployed asymmetrically but was eventually able to fully deploy. While a review of the DHR, lot history, manufacturing mitigations, IFU and training manuals did not provide any indication that a manufacturing and/or labeling non-conformance would have contributed to the complaint, investigation shows that the reported event may be related to device interactions resulting from a potential sheath distal tip torn. To further investigate and assess the potential risk associated with the issue, a product risk assessment (pra) has been initiated. A CAPA determination has also been initiated for a CAPA decision assessment. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.